Manufacturer narrative:
H3: product analysis for product ID: 1845020 with serial number: (B)(6) found that the burr cannot be inserted into this device due to detached bearings, therefore, it was not possible to perform a pre-repair temperature test. The spindle housing was loose inside of the attachment and the laser markings were faded. H3: product analysis for product ID: 1845010 with serial number: (B)(6) found that the reported issue could not be confirmed. The pre-repair temperature test results were 81°f and 80°f, both of which are below the threshold of 118.4°f. Additionally, the device¿s laser markings were found to be faded. H6: code of fdr c0601 is applicable to product ID: 1845020 with serial number: (B)(6). Additional code of img g04011 and img g04080 are applicable for product ID: 1845020 with serial number: (B)(6). Previously applied additional code img g04130 are no longer applicable. H6: previously applied codes of fdm b21, fdr c21 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction in h6: fdm b17 and fdr c20 are not applicable to product ID :1845000 and serial number: (B)(6). And previously applied codes of fdm b17 and fdr c20 are applicable for product ID: 1845020, serial/lot: unknown and product ID: 1845010, serial/lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis concluded that the reported issue could not be confirmed as the motor gets stuck and an incoming temperature test run was not possible. H6: previously applied codes of fdm b21 and fdc c21 are no longer applicable for product ID: 1845000 and serial number: (B)(6) previously applied additional code of img g04063 is no longer applicable for product ID: 1845000 and serial number: (B)(6). Correction in h6: codes of fdm b21 and fdr c21 are applicable for product ID: 1845020, serial number: (B)(6) and product ID: 1845010, serial number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the indigo drill handpiece and the attachments were overheating. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model number: 1845020, serial/lot number: unknown, brand name: ipc® handpiece attachment - indigo¿ drill and model number: 1845010, serial/lot number: unknown, brand name: ipc® handpiece attachment - indigo¿ drill. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the indigo drill handpiece and the attachments were overheating. There was no patient impact.